Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer stated that every time she changes her set she receives a no delivery alarm. Customer also mentioned having a crack on the front of the insulin pump. Customer stated that she treated before going to sleep and woke up with blood glucose readings of 500 mg/dl. Customer further reported that the insulin pump randomly beeps three times. Customer's blood glucose reading at the time of the call was 103 mg/dl. No further information reported.